Event description:
As reported, approximately 3 years and 3 months post initial left total shoulder arthroplasty (tsa) for secondary arthritis and a massive rotator cuff tear, a revision was performed due to prosthetic dislocation caused by disassembly of the polyethylene insert. The glenosphere, humeral liner, and humeral adapter tray were replaced. Event and patient outcome were not provided.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitants: 320-42-03 equinoxe reverse 42mm humeral liner +2.5 (B)(6). 320-01-42 equinoxe reverse 42mm glenosphere (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04527. The following sections were corrected: d1 d4: catalog number and UDI. D10 concomitant: 320-01-42 equinoxe reverse 42mm glenosphere. (B)(6). G4:510k. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.